Event description:
Neuro coordinator notified central sterile processing department that the midas rex¿ legend ehs stylus high-speed surgical drill needed to go for repair because the device had a rattle. A replacement was available and there was no delay in the case.